Event description:
It was reported that before using bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes, the customer noticed no label attached on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes, the customer noticed no label attached on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. The 100 retentions were visually inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: missing label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.